Event description:
According to the patient, the poc began powering off its self which lead to the patients decline in health due to being unable to breath when the unit is not working and the patient is out in public.

Manufacturer narrative:
A return of the device has been initiated. Once the device is received an investigation will be conducted and a followup will be submitted if required.